Event description:
It was reported by the patient's family that the remote monitor does not have power. Troubleshooting was attempted and was unable to resolve the problem. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.